Event description:
Philips received a complaint about the v60 ventilator indicating that the battery failed. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The field service engineer stated that the device was being evaluated for a return to use because the device has not been used for approximately 4 years. The device was never plugged into a wall alternating current (ac) power source and the backup battery was kept in the device. The battery was stated to exceed its advised 5-year lifetime. It was confirmed that the battery alarmed for check vent: battery failed during the device check. The investigation is ongoing.

Manufacturer narrative:
It was stated that the issue was no longer occurring. No additional work had been completed by philips to resolve the issue. In a gfe response from the field service engineer (fse) received, it was stated that the hospital had requested a replacement backup battery, but it was unable to be ordered due to an issue that the service team was having. The fse stated that the issue was believed to still be occurring, but the device had been removed from service and placed into storage until it could be resolved. The repair for this unit cannot be conducted at this time due to the part ordering issue the service team is having. The material request by the customer has been received and an order will be placed to conduct the repair of this unit. The requested backup battery aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.